Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg). Reportedly, the customer was not seeing drops of insulin exit the end of the tubing during filling. The customer reported air bubbles but the customer previously disconnected at the luer. The pumps time was reversed and observed to be am instead of pm at the time of event. During troubleshooting with tandem technical support, the customer was successfully able to observe drops coming out of the luer lock using the fill tubing. It was also reported that the customer received an incomplete bolus alert and believed delivery was stopped. Tandem technical support reviewed pump logs and confirmed boluses were completed. The customer's bgs were affected and were noted to be 551 mg/dl which was corrected with manual injections.